Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02mar2021.

Event description:
The customer reported when an me made the unit run on battery during a pre-use check, the unit did not deliver airflow and sounded the alarm above, "alarm light emitting diode (led) failed". The unit kept operating. The field service engineer (fse) confirmed the reported failure. The diagnostic error report (drpt) revealed that the following codes had occurred repeatedly, "ventilator restarted", "backup alarm failed", and "alarm (led) failed." The fse replaced the power management board to resolve the issue. The unit was tested and it was returned to service. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
The power management board printed circuit board assembly (pcba) was returned to the manufacturer for failure analysis. The customer complaint was not verified. The unit was cycled for extended period without incident. No communication errors occurred. No-fault found.